Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 416 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. Customer was advised to run manual prime until at least 5.0 unit. Customer reported alarm occurred during manual prime no delivery. The customer was advised the pump is working as designed. The customer was explained the alarm was caused by infusion set/reservoir occlusion. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 416 mg/dl. The customer was treated for high blood glucose with manual injection.